Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) has a helium leak.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
It was reported that cardiosave intra-aortic balloon pump (iabp) unit facing "helium leak". Customer cancelled call. It was informed later that it was user error, the helium tank was replaced and sent back up to the unit from customer end. A full safety test is not needed as the unit was not opened up. Patient involvement was unknown,but no harm reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) has a helium leak. No harm reported.